Event description:
It was reported that the small battery drive device was making noise and not working properly. The reported event did not occur during surgery. There were no delays to the surgical procedure as an identical spare identical was available. There were no reported injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.